Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, the patient had very thin skin and when the vein was punctured and cannulated, the wire could not be advanced down the subclavian vein. The lead started going toward the jugular veins. A venogram was done and a pneumothorax was noted. The pneumothorax was small and it was felt that it could be watched conservatively. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.